Event description:
The patient received two leads with the same lot number. It was reported the patient no longer had stimulation, and both of her leads had invalid impedance. The physician replaced both leads. It was reported the patient had stimulation coverage postoperative.

Manufacturer narrative:
Results: the complaint was confirmed. The leads were fractured at approximately 13.5 cms and 14 cms from the stimulation ends. The complaint was confirmed through visual inspection. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.